Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2mmx20mmx143cmcoyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 10 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a longitudinal burst 12mm long. There also were kinks 25cm and 71cm from the strain relief. Microscopic inspection also revealed tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2mmx20mmx143cmcoyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 10 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another coyote nc balloon catheter. No patient complications were reported and the patient's status was good.